Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer (primary investigator) reported for patient via phone call for high blood glucose. Blood glucose was 589 mg/dl. Customer had a device related adverse event with a diagnosis of severe hyperglycemia. Customer reported that event was moderate in nature and the subject recovered without sequele. Customer reported mom contacted cde and stated that she changed out cartridge and forgot to rewind it first and patient did not get any insulin for a large lunch and just realized missing basal also ,blood glucose was 589 mg/dl with blood ketones of 2.2 mmol. Customer reported that mom gave correction shot and within 3 hours blood glucose was 313 mg/dl and blood ketones were at 0.2 mmol. Customer reported that patient did not vomit or get sick. The pump will not be returned for analysis.

Manufacturer narrative:
The device information provided with the initial report was incorrect. The correct information has been provided with this report.